Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. Two log files were reviewed, containing data that collectively spanned 9 days ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were observed to intermittently occur on (B)(6) and (B)(6) 2020. The alarms were associated with ebb circuit fault flags. The alarms also triggered ebb in use flags even though the patient was appropriately connected to power during the alarms. Each alarm resolved within approximately 2 seconds. Backup battery fault alarms did not reoccur after the battery was disconnected and reconnected on (B)(6) 2020 at 11:02. A typical events were not observed on (B)(6) 2020. No other notable events were observed. The returned system controller (serial number (B)(4)) was functionally tested and was found to perform as intended. The root cause of the backup battery fault alarms was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are being addressed via a corrective action. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was experiencing backup battery alarms. Alarms are intermittent and rapid, noted only when batteries are changed out. This is not believed to be a double disconnect issue. Patient reported an issue with intermittent alarms on (B)(6) 2020 but was not sure what the alarm was given how fast it resolved and had nothing on interrogation at that time. Patient was instructed to change the battery clips as thought to be poor terminal connection. Batteries were cleaned. (B)(6) 2020 on interrogation patient had many replace backup battery alerts. Verified that ribbon cable was connected appropriately, disconnected and reconnected in clinic. This is a new battery which was just replaced on (B)(6) 2020. The patient had their controller exchanged. No additional information was provided.